Event description:
Related manufacturer reference number: 3006705815-2024-00198. It was reported that patient experienced ineffective therapy. No falls were reported. Reprogramming was attempted to no avail. Surgical intervention was undertaken on (B)(6) 2023 wherein the penta lead was cut, left in situ, and remainder of the system was explanted.

Manufacturer narrative:
Section b3: date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.